Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advance trial patient regarding an external neurostimulator (ens) for fecal incontinence. Patient stated that their device occasionally turned off. Confirmed with the patient, this was not just the screen, but rather the stimulation that was turning off. Patient also stated that her leads were "leaking". Patient did not elaborate on the type of leakage, or the fluid description. Patient stated that their device stopped working on sunday ((B)(6) 2018) and they had called the representative who was unable to get device working. Patient did have a call into their physician and was awaiting their return call at this time. The lead had eroded out of the patient at the site of the lead implant. There were none intervention taken place but very obvious the lead was protruding out of the skin. Patient will be seeing his colleague doctor tomorrow and they would likely remove the lead on wed (B)(6). Patient called because "her controller stopped working". Patient said "it won't stop" and they could not get it started again. Patient clarified that they were experiencing the 'settings not available screen' and could not turn their stimulation back on. Patient was unable to turn stimulation back on or increase stim without getting 'settings not available'. Patient did not have any other program available to try. Therapy started on 2018-03-27. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 04-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advance trial patient regarding an external neurostimulator (ens) for fecal incontinence. Patient stated that their device occasionally turned off. Confirmed with the patient, this was not just the screen, but rather the stimulation that was turning off. Patient also stated that her leads were "leaking". Patient did not elaborate on the type of leakage, or the fluid description. Patient stated that their device stopped working on sunday ((B)(6) 2018) and they had called the representative who was unable to get device working. Patient did have a call into their physician and was awaiting their return call at this time. The lead had eroded out of the patient at the site of the lead implant. There were none intervention taken place but very obvious the lead was protruding out of the skin. Patient will be seeing his colleague doctor tomorrow and they would likely remove the lead on wed (B)(6) 2018. Patient called because "her controller stopped working". Patient said "it won't stop" and they could not get it started again. Patient clarified that they were experiencing the 'settings not available screen' and could not turn their stimulation back on. Patient was unable to turn stimulation back on or increase stim without getting 'settings not available'. Patient did not have any other program available to try. Therapy started on (B)(6) 2018. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.